Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump emitted an alarm and the display was blank. The reporter allegedly changed the battery and the pump continued to alarm with a blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:a review of the device history indicated multiple cs 054-0000 call service alarms, which are consistent with sleep alarms and can cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display screen appeared faded and discolored.